Event description:
It was reported that; pt is experiencing pain in the left hip area. Pt stated that she cannot stand up without using a cane and uses a walker to get around. Pt stated that she falls down easily.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.